Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported is only booting up half way and the display screen is blank. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.